Event description:
The customer stated that she was getting low readings. It was determined the meter was set in mmol/l after a result of 4.1 was found in the memory. The customer did not allege any adverse events. The customer was having trouble setting the date unit. Customer svc was going to follow up with her son to finish troubleshooting and make sure the meter was set correctly.